Event description:
Procedure type: face lift. According to the reporter: pt developed abscess 2 months after the procedure. The pt has gone to their primary care provider for treatment. The primary care provider has been lancing the abscess weekly. The pt has been taking oral steroids and is doing better. The abscess is getting smaller.

Manufacturer narrative:
(B)(4).